Event description:
It was reported that during a da vinci-assisted surgical procedure, the image rotated when the 30 degree endoscope plus was not being rotated. It was noted that the horizon was blocked when turning the endoscope after it was connected to the system, and it would not open. The procedure was completed using a backup endoscope with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the endoscope was not turning free, but there was some resistance. No patient related information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope plus involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endoscope was found with attached endoscope adapter (aea) damaged or friction issue. The endoscope had profile tube damage/contamination or corrosion.